Event description:
It was reported that the impactor could not be assemble with the tibial component during medical procedure. Spare product was used instead of it and the procedure was completed without any problems and delay.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding difficulty assembling a scorpio baseplate from the baseplate impactor instrument was reported. The event was not confirmed method & results: -device evaluation and results: functional testing of the returned instrument could not confirm the event. The instrument was successfully assembled and disassembled with a sample from fg. -medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found there have been no other events for the lot referenced. Conclusions: the reported event could not be confirmed nor a root cause determined as the returned device was found to be fully functional.

Event description:
It was reported that the impactor could not be assemble with the tibial component during medical procedure. Spare product was used instead of it and the procedure was completed without any problems and delay.